Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - additional information/device evaluation h3a: device evaluated by mfg - additional information h6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to no log data to review. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient noticed she was experiencing low glucose reading, since her dexcom reading was showing 66mg/dl. At around 10:00 pm, she decided to eat some peanut butter before going to bed. Her glucose reading then increased to 99 mg/dl. She did not experience any symptoms at that time. At approximately 2:00 am on (B)(6) 2025, her husband noticed that her dexcom was showing a reading of 56 mg/dl, and the patient appeared unconscious, as if experiencing a diabetic shock. Her husband immediately called 911, and emergency responders arrived within 5 minutes. Upon arrival, the paramedics tested the patient's blood glucose, which showed 32 mg/dl, while the dexcom device was still displaying 56 mg/dl. The patient regained consciousness around 3:00 am. She reported feeling heavy and fatigued. The paramedics administered a glucose drip. Once the patient was stable, the paramedics tested her blood glucose again, which showed 250 mg/dl, while the dexcom device was experiencing signal loss. After approximately 10 minutes of signal loss, the dexcom readings resumed and showed 89 mg/dl. The patient performed a manual blood glucose test, which showed 147 mg/dl. Despite multiple calibration attempts, the dexcom continued to show inconsistent readings. As a result, the patient decided to remove the sensor. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken when the paramedics arrived and after the paramedics left. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.